Manufacturer narrative:
The vessel sealer extend (vse) instrument was analyzed and the reported event with the instrument could not be replicated or confirmed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The grip ring was in place, and the grip cable was tight as expected. The instrument passed seal and cut tests successfully when placed on the in-house system. The instrument passed the grip force test. No failures were displayed in the logs. A large amount of debris was observed on the knife track; however, the instrument was fully functional, and no physical damage was identified that would have caused the reported failure. The vessel sealer logs for this product were reviewed. The logs showed that the vessel sealer extend instrument used was installed 4 times and passed homing 4 times. There were 67 "cut complete" events noted. The e-100 logs showed 100 "seal" events with no errors. The instrument was used for about 28 minutes, and no vse related errors were seen in the system logs. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, even after being cleaned, the vessel sealer extend (vse) instrument did not work as well and a backup was opened. No fragment fell into the patient. The procedure was completed as planned. It was reported that the vse instrument worked for an hour or two, then started having issues applying energy and cutting. The customer reported that this event involved the vse instrument experiencing delayed sealing, insufficient sealing, and cutting issues. The customer specified that tissue would stick to the vse instrument and become ripped and the vessel bled when the vse jaws were opened. No errors were received during this event. The "sealing in progress" and "seal completed" tones were both heard as expected while using the vse instrument; however, the customer stated that they cut tissue that was not fully sealed. The customer said when these events occur, they have sutured, applied clips, and used other vse instruments to control the bleeding. No images or videos were taken of this event.